Event description:
It was reported that the ventilator was not working properly. The nozzle unit of the o2 gas module was defective and needs to be replaced. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was not working properly. Our field service engineer investigated the reported ventilator. The nozzle unit of the o2 gas module was defective and needs to be replaced. Despite several reminders we didn't receive the replaced part for further investigation nor any confirmation if the part has been replaced yet. Therefore, no root cause can be established. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year.